Event description:
It was reported that the lead exhibited noise and intermittent high threshold. The lead was capped and replaced. The patient's condition was "stable" after the event.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.